Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet pump screen cracked after the device was knocked off its clip during color guard activity, while blood glucose functionality continued without impact. Symptoms included no adverse clinical effects. Outcomes included provision of a replacement device and instructions for device shutdown, data syncing to the mobile app, return of the original device using a provided label, and continuation of cgm monitoring via the dexcom app or receiver. Investigation included customer interview and logistical review of replacement and return. Investigation of this device revealed physical damage to the display assembly consistent with accidental impact, with no functional impairment to blood glucose management. It was concluded, based on previously established findings for similar reports, that the cause was accidental damage unrelated to device malfunction.